Event description:
[Bd integra syringe with retracting bd precision glide needle 3ml 25g x (0.5mm x 25mm)] use for covid-19 under emergency use authorization (eua): used to inject moderna. I went to give the patient his moderna vaccine. I injected needle into muscle of left arm and the vaccine leaked out of the syringe rather than traveling through the needle and going into the patient's arm. I'm fairly certain the patient received none of the vaccine. FDA safety report ID# (B)(4).